Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown at this time if the device will be returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Attachment: user facility medwatch - sus voluntary event report number mw5074756.

Event description:
It was reported that the stent was found inside the guide liner after removing the stent, balloon, guide wire, and guide. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The following new information was received: it was reported that the procedure was to treat a lesion located in the left main/left anterior descending artery. A 3.0 x 8 mm xience alpine stent delivery system (sds) would not cross the stenosis. After removal of the guide catheter extension, sds and guide wire as one unit, the stent implant was found located inside the guide catheter extension. A 3.0 x 8 mm xience alpine stent was able to be placed successfully. No adverse patient effects or clinically significant delay in the procedure were noted. No additional information was provided.